Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, cause for the distal end wobbles the most probable cause for the reported event of the distal end wobbles is expected or random component failure. Olympus will continue to monitor field performance for this device. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal end of the deflectable videoscope wobbles. This was found during preparation for use. There was no patient involvement.